Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation and the investigation of this complaint was limited because no sample, no photo was provided. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No sample, no photo was provided.

Event description:
It was reported that an incident occurred in the intensive care unit regarding the product, where the blue connector on the subglottic canal where the syringe is attached for aspiration is cracked, and air from the room is entering the syringe instead of mucus from the airway. There was patient involvement, which led to patient injury.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.